Manufacturer narrative:
Manufacturer report date: 05/11/2011. (B)(4). Device has been received. Investigation is not complete. A follow up report will be submitted with the investigation findings.

Event description:
Customer reported syringe module tubing coming apart just above or below the filter. Occurred in picu. Several attempts have been made to obtain additional patient/event details however no additional information was available. (Informed customer that this set does not have a filter but does have a pressure sensing disc).